Event description:
It was reported "customer using powerpicc solo. Trimmed PICC, but confident that they did not trim internal stylet. When re-inserting stylet to reach end of new trimmed tip, multiple sections of end of stylet were pushed out of PICC tip, as if multiple trims of wire had occurred in lengths of 1 cm with a total of 4 cms of stylet falling out the end." Additional info received 07/09/2020: "date of occurrence: unsure or exact date, but it was (B)(6) 2020".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact mechanism of damage could not be determined. One 5fr d/l powerpicc catheter was returned for investigation. The catheter was received in two segments. The dual-lumen tubing had been cut at the 30cm depth mark before it was returned for investigation. No segment of stylet was observed to extend from either catheter segment. The 3cg stylet was still connected to the proximal segment of catheter and the t-lock extension set. The stylet was removed from the catheter and the polyimide tubing measured 5cm in length, which indicates that the polyimide tubing was incomplete. A microscopic examination revealed that the distal tip of polyimide tubing, including the conductive epoxy tip, was missing. The broken end of the polyimide tubing was jagged and uneven. The core wire terminated at the break in the polyimide tubing. Only three magnets were observed in the polyimide tubing sleeve. A kink in the both the polyimide tubing and the core wire was observed proximal to the break site.the wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redy2965 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy2965 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer using powerpicc solo. Trimmed PICC, but confident that they did not trim internal stylet. When re-inserting stylet to reach end of new trimmed tip, multiple sections of end of stylet were pushed out of PICC tip, as if multiple trims of wire had occurred in lengths of 1 cm with a total of 4 cms of stylet falling out the end." Additional info received 07/09/2020: "date of occurrence: unsure or exact date, but it was may/june of 2020".